Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping without an alarm. The pump remained powered on. The nurse stated that the iabp had only been off for a few minutes. Iabp therapy was able to be restarted without issue. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iap part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "pump suddenly stopped pumping" is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) stopped pumping without an alarm. The pump remained powered on. The nurse stated that the iabp had only been off for a few minutes. Iabp therapy was able to be restarted without issue. There was no report of patient complications, serious injury or death.